Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the blockage alarm activated frequently" was confirmed during testing. As a result of checking the event history log there was a record of the high-pressure alarm occurring continuously during pump operation between (B)(6) and (B)(6) 2025. The occlusion detection level of the downstream occlusion (dso) sensor was at the lower limit. The probable cause was a potential defective dso sensor or cassette product. As a preventative measure the dso sensor was re-calibration. The device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the blockage alarm activated frequently. There was a patient involvement/ no adverse event reported.